Manufacturer narrative:
Qn#(B)(4). The customer returned one 6cm x 22ga endurance catheter for evaluation. Visual inspection of the sample confirmed there were two kinks in the catheter body. One was adjacent to the catheter body and the second one was approximately 6 mm from the juncture hub. Both kinks contained a crack. The kinks in the catheter body measured approximately 1 mm and 6 mm from the juncture hub. The total length of the catheter body measured 65 mm, which is within specification of the nominal value 65 mm per catheter graphic. The outer diameter of the catheter body measured 0.03655", which is within specification of 0.031-0.041" per catheter product drawing. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "flush catheter using a 10 ml syringe filled with normal saline for injection." When the catheter was flushed with a lab inventory water filled syringe, water leaked from the crack in the first kink. The IFU provided with this kit warns the user, "some disinfectants used at catheter insertion site contain solvents which can weaken the catheter material. Alcohol, acetone, and polyethylene glycol can weaken the structure of polyurethane materials. These agents may also weaken the adhesive bond between catheter stabilization device and skin. Allow insertion site to dry completely prior to applying dressing. Do not raise the catheter beyond 90 relative to the skin to avoid catheter kinking and damage." The complaint of an endurance catheter leak was confirmed by a complaint investigation of the returned sample. The catheter body contained two kinks, both containing cracks. Due to an increased trend in endurance catheter leaks/separations, a non-conformance has been initiated to further investigate this issue. The root cause has not yet been determined. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
The nurse was called due to "none functioning catheter that they placed". Upon removal, the nurse noted a hole in the catheter at the junction hub. No patient harm reported. The patient's condition is reported as fine.

Event description:
The nurse was called due to "none functioning catheter that they placed". Upon removal, the nurse noted a hole in the catheter at the junction hub. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).